Event description:
User reported 2 false positive results. Negative by unspecified laboratory test. This is report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-02414: tests 2 of 2). This is a retrospective report due to challenges implementing esg.

Event description:
User reported 2 false positive results. Negative by unspecified laboratory test. This is report 1 of 2.